Event description:
The neurostimulator (ins) was revised sometime ago due to a severe car accident. Shortly after the revision the ins showed normal function. Shortly later the capability of charging slowly worsened. The ins was not chargeable anymore and no telemetry was possible following surgery for a decubitus. Several rechargers were used in the physician recharge mode and failed. The ins was overdischarged. The patient may "manipulate" the ins. The ins will be replaced in about 4 weeks when the actual wounds are healed.

Manufacturer narrative:
(B)(4).